Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death). Patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm). Unapproved use of device (treatment of a patient with a pre-operatively ruptured aneurysm). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm). Operational context contributed to event (treatment of a patient with a pre-operatively ruptured aneurysm).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an 11 cm diameter pre-operatively ruptured abdominal aortic aneurysm approximately three weeks ago. It was reported that when the patient arrived to the ER they were receiving chest compressions. The physician was able to successfully implant the endurant stent grafts. Upon completion the rupture was sealed and there were no endoleaks, the patient was stabilized. Upon decompressing the patient the physician noted abnormal changes in EKG. The patient passed away due to compartment syndrome. No further information is available.